Manufacturer narrative:
Dentsply sirona became aware of a malfunction for same/similar devices that could have possibly caused or contributed to a serious injury. Products return is requested and they will be evaluated after receipt. In case any new or additional information will be gained from this investigation a follow-up report will be sent. Trend is tracked and monitored.

Event description:
Customer reported: surgical issue. * called customer what exactly happened: after implant placement it was very difficult to tighten the cover screw - he had the feeling that there was a ridge somewhere that was making it difficult - therefore impl. Ex and placement of another impl. & cover screw.